Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8300 error 570.6200 account name: (B)(6) memorial hospital account #: 6209500 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: john had error 570.6200 on etco2 module. Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: I recommended john to re-seat oridion module kit connector. Ref:_00d30y0yr._5000l1jxk9b:ref